Manufacturer narrative:
Damaged cartridge cover. The instrument was returned with the cartridge cover broken. Therefore no functional test could be performed due to the cartridge cover condition. Although no conclusion could be reached as to how the cartridge cover became broken, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications, in addition, a sample of the batch is inspected at fgqa. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unk surgery, the clips would not advance. Another like device was used to complete the case. No patient consequence reported.